Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda), leaflet damage and medical intervention. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The echocardiologist felt there was endocarditis, but the cardiologist did not feel it was active and decided to proceed with the procedure. An xtw clip was inserted and placed on the mitral valve. It was noted the clip was more medial than the intended location. While releasing the clip, it looked as though the leaflet disintegrated, resulting in the clip detaching from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). To stabilize the slda, an additional clip was placed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (intraprocedure) was due to the reported unspecified tissue injury (leaflet partially disintegrating). A cause of the reported unspecified tissue injury could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), leaflet damage and medical intervention. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The echocardiologist felt there was endocarditis, but the cardiologist did not feel it was active and decided to proceed with the procedure. An xtw clip was inserted and placed on the mitral valve. It was noted the clip was more medial than the intended location. While releasing the clip, it looked as though the leaflet disintegrated, resulting in the clip detaching from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). To stabilize the slda, an additional clip was placed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.